Event description:
Pt did not fit the inclusion/exclusion criteria for aaa repair utilizing the zenith aaa endovascular graft. Aortic neck diameter was irregular, measuring greater than the recommended diameter for a successful implant procedure. Aortic aneurysm measured 5-6 centimeters. The modular graft was advanced and deployed out of protocol sequence. Final angiogram detected a severe proximal type I endoleak. The area was vigorously ballooned at the fixation site and at the suprarenal stent. No resolve to the endoleak was noted. It appeared that the aorta behind the most proximal segment of the graft material and surarenal stent, formed a ledge or a shelf against the graft. Physician elected to conclude the procedure and monitor the pt, and endoleak status for possible repair in the future.